Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As originally reported: dr. Wants to have the final leg length numbers from the associated case. Case type / application: tha 4.1. Additional information provided by mps: the patient communicated to the surgeon that he went to the chiropractor who said he was about 2cm short. The surgeon wanted to see what the final reduction numbers were in the software but after unarchiving the file, it¿s showing na.